Event description:
Subsequent to the initial report being filed, it was reported that the sds failed to cross due to the anatomy. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2577 removed, 2524 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure to treat a de novo lesion in the left anterior descending (lad) with heavy calcification and mild tortuosity. The 3 x 38 mm xience prime stent delivery system (sds) was used in the procedure; however, the stent would not expand properly. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was reported.